Manufacturer narrative:
Investigation summary: received one (1) used 055-d1000 tego connector for inspection. There was excessive tearing on the seal. The tego was leak tested per product specifications. There was no leakage. The tego was accessed with a male luer and found the seal had collapsed, occluding the fluid path. The reported complaint of leakage can be confirmed due to the torn seal. The probable cause of the torn seal and subsequent no flow is due to uneven adhesive application. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Manufacturer narrative:
The device was received for evaluation- the investigation is pending.

Event description:
The event occurred on various unknown date involving a tego¿ connector where a leak was reported during replacement. There was patient involvement but no harm.